Event description:
It was reported that the patient's implant was sticking out and bending over on the top of her skin. The ins placement was revised on (B)(6), however, a month later, the patient stated that her battery quit, and she had trouble recharging the implant. The patient couldn't feel where the ins was. She was able to turn stimulation on by putting the programmer over the incision site, but was unable to charge. It was suspected that the implant might be too deep. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3777-45, serial# (B)(4), implanted: 2011 (B)(6), explanted: na; extension: model 3708160, serial# (B)(4), implanted: 2011 (B)(6), explanted: na; accessory: model 3550-29, lot# 3550-29; recharger: model 37752, serial# (B)(4); programmer: model 37743, serial# (B)(4).